Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available.

Event description:
According to medwatch user facility report (B)(4): during insertion of the epidural catheter through the needle, the catheter did not thread past 12 cm. Attempts to withdraw the catheter back were futile as the catheter remained stuck at approximately 10 cm. During one such attempt, the catheter snapped and the entire catheter with the wire came out except for the blue tip at the end. Epidural was resited with a different set and patient had a good outcome for labor and delivery. The possibility of a catheter fragment left behind was immediately disclosed to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). This supplement is being sent to add the medwatch number, (B)(4), to section h10. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot was provided for evaluation. We are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.